Manufacturer narrative:
PMA/510(k): this product is manufactured in the u.s. But not marketed in the u.s. Lens work order search: no similar complaint type events reported for units within the same lot. Claim# (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vticm5_13.2; -10.50/6.0/074 (sphere/cylinder/axis) implantable collamer lens into the patient's eye. The patient experienced refractive surprise. Lens remains implanted. Attempts to obtain additional information have not been successful. If additional information is received a supplemental medwatch report will be submitted.

Manufacturer narrative:
B5- the reporter indicated that the surgeon implanted a 13.2mm vticm5_13.2; -10.50/6.0/074 (sphere/cylinder/axis) implantable collamer lens into the patient's right (od) eye on (B)(6) 2021. The patient experienced refractive surprise. Lens was repositioned on (B)(6) 2022 and the problem was resolved. Lens remains implanted. Patient is happy. Cause of the event was reported as uknown. Claim# (B)(4).

Manufacturer narrative:
Additional information: b5- per cq received on 02-feb-2022: the reporter indicated that the surgeon implanted a 13.2mm vticm5_13.2; -10.50/6.0/074 (sphere/cylinder/axis) implantable collamer lens into the patient's right (od) eye. The patient experienced refractive surprise. Lens was repositioned on (B)(6) 2022 and the problem was resolved. Lens remains implanted. Patient is happy. Cause of the event was reported as uknown. Claim# (B)(4).